Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: the operative report was provided and indicates the pt had previously incurred a hip fracture that was treated using a dynamic compression hip screw construct. She continued to have significant pain with avascular necrosis apparent, that did not improve non-operatively and was indicated for thr. No inter-operative complications were noted. The components remain in-vivo which places them in service for approx 5 years. Pt build, weight, height, and activity level are unk. No x-rays were provided. Given the information provided, a definitive cause for the experience of pain cannot be determined. Evaluation: no devices were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.